Manufacturer narrative:
PMA/510(k) # k160229. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1619542 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1619542. The instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. As no additional questions were answered a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion. Complaint is confirmed as the failure was verified in the images. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The needle's tip was removed from the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The tip of the needle got broken at about 5mm during use. It is not known if some part of the needle was left in the patient. As per complaint form: "taking biopsies from lymph node at tracheobronchiial tree (exact place and lymph node station will be given later) they noticed that the tip of the needle was missing. Endoluminal tip was found (length of fragment 5mm) distally from where they punctured in the right lower lobe."

Event description:
The tip of the needle got broken at about 5mm during use. It is not known if some part of the needle was left in the patient. As per complaint form: "taking biopsies from lymph node at tracheobronchiial tree (exact place and lymph node station will be given later) they noticed that the tip of the needle was missing. Endoluminal tip was found (length of fragment 5mm) distally from where they punctured in the right lower lobe."

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the needle got broken at about 5mm during use. It is not known if some part of the needle was left in the patient. As per complaint form: "taking biopsies from lymph node at tracheobronchial tree (exact place and lymph node station will be given later) they noticed that the tip of the needle was missing. Endoluminal tip was found (length of fragment 5mm) distally from where they punctured in the right lower lobe."